Event description:
It was reported that an epidural catheter placed and after several hours the patient reported an inability to give a bolus. The patients pump was alarming downstream occlusion. A new cap was placed with improvement. Several hours later the same situation occurred. During a hand bolus of the catheter a pop was felt. The occlusive dressing filled with fluid. On exam the catheter plastic coating had dehisced from the wire reinforced tube. The epidural was removed and a new epidural placed.

Manufacturer narrative:
According to the facility on (B)(6) 2022 while trying to bolus an epidural' the plastic coating dehisced from the wire reinforced tube. Per the facility the existing epidural needed to be removed and a new epidural was placed. Per the facility after the first epidural was placed the patient reported an inability to give a bolus and the pump alarmed for downstream occlusion. Per the facility a new cap was placed and improvement was noticed until a hand bolus was performed and a pop was felt. Per the facility the occlusive dressing filled with fluid and on examination of the catheter the plastic coating had dehisced from the wire. The facility stated that no harm had reached the patient, however, they increased monitoring due to the epidural issue. The device was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.